Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right side on or about (B)(6), 2007. She has experienced pain, suffering, mental anguis, and elevated levels of cobalt and chromium. Patient has not yet scheduled an explantation of the asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: brand name, common device name/device product code, catalog #/lot #, 510k, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 2/11/2014 - sales rep reported revision surgery. Doi updated. Patient was revised to address metallosis and loosening. There is no new additional information that would affect the investigation. This complaint was updated on: 03/03/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 07/15/2014 - medical records received. Upon revision, abundant gray fluid, a small cyst, and a small amount of wear on the trunnion were noted. The information received does not change the MDR decision. This complaint was updated on: 07/24/2014.